Event description:
The customer reported that during a procedure, when getting ready to come off bypass the "tubing became disconnected from the valve." No samples were saved. Product code 4007100; lot number 27182.l13.